Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -10.0 diopter, into the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting and elevated intraocular pressure. The lens was exchanged for a shorter lens.

Manufacturer narrative:
Device evaluation: visual inspection of the returned product found one haptic torn. A piece of the other haptic was torn off and missing. The lens was returned in liquid. (B)(4).